Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing syncope. Intermittent right atrial (ra) lead undersensing was observed on several of the stored electrogram episodes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.